Event description:
Pt underwent a right shoulder arthroscopy surgery with bandart procedure. While removing 5mmx 76mm trocar, trocar broke with piece remaining in pt. Incision enlarged slightly and retained broken piece removed.